Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/catheter resistance - kinked. The device (catalog# jp-14703-c) not intended for sale in the us. Similar device sold in the us.

Event description:
It was reported that the swg got stuck in the catheter of "catheter over needle" and it didn't advance farther. Therefore, a new kit was used.

Manufacturer narrative:
(B)(4). The customer returned an introducer catheter (from the catheter-over-needle assembly), a guide wire assembly and the product lidstock for evaluation. The components showed evidence of use in the form of dried blood. No other components were returned. Visual examination of the guide wire revealed a slight kink in the distal j-bend adjacent to the weld. Both the guide wire welds were present and were observed to be full and spherical. No other visual defects were observed. Visual examination of the introducer catheter did not reveal any defects or anomalies. The kink in the guide wire was located 5 mm from the distal tip. The guide wire outer diameter and the introducer catheter length were measured and were found to be within specification. The returned guide wire was inserted into the catheter hub 4 times, rotating the catheter turn between insertions. Resistance was encountered during three insertions preventing the guide wire from passing through the catheter. After functional testing, the hub of the catheter was cross-sectioned and microscopically examined. The hub was found to be deformed at the transition point. A device history record review was performed on the guide wire and introducer catheter and no relevant manufacturing issues were identified. The customer complaint of resistance between the guide wire and the catheter from the catheter-over-needle assembly was confirmed during sample investigation. During functional testing it was found that the guide wire would not pass through the introducer catheter in certain orientations. The catheter was cross-sectioned and a molding issue was identified. The probable cause of this issue is manufacturing related. A CAPA was implemented as a corrective action for this issue in (B)(6) 2017. The catheter lots were manufactured in july 2017. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the swg got stuck in the catheter of "catheter over needle" and it didn't advance farther. Therefore, a new kit was used.